Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the battery cap on their insulin pump. The customer's blood glucose was 189 mg/dl. The customer also reported blank display on insulin pump. The product was returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with stripped battery cap(p)coin slot.